Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a trial lead placement procedure, the physician was unable to obtain normal impedances. The lead had been successfully inserted into the epidural space and verified by a lateral x-ray. When the stimulation was turned on, the patient could not feel it. The stimulation was turned up to 10.5v and the patient still could not feel it. A new snap lid was tried, but with no change. A new lead was also used and impedances were within range and the case was finished.